Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer current blood glucose value was 148 mg/dl. Customer had a symptom like heart racing, missing beats. Customer stated that he insulin pump received insulin flow blocked alarm and the customer stated that the event was resolved by changing complete set. Customer stated that the belts clip was loose. The product will return for the analysis.